Event description:
Since getting breast implants, I have been diagnosed with: hypothyroidism, ibs, interstitial cystitis, pcos, endometriosis, generalized anxiety, hashimoto¿s disease and other antibodies suggesting another autoimmune disease, heart palpitations and chest pain, infertility issues, other undiagnosed issues such as limb numbness and tingling, fatigue, weight gain, unexplained inflammation, food intolerances that keep showing up, symptoms of raynaud¿s disease, and others.